Event description:
Healthcare professional reported the valve was removed due to regurgitation after 19 months of implantation. Surgeon reported that the event had been a perivalvular leak related to endocarditis. Not a problem related to the device. Valve had been implanted at another hosp.